Manufacturer narrative:
Date received by manufacturer: 13nov2019. Date of report: 15nov2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient.